Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Hip revised due to dis-association of the head from trunnion of stem.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). All surfaces of the neck exhibited damage, consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Damage was observed on the accolade stem trunnion. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No root cause of the loss of taper lock could be determined. Scratches and third-body indentations were observed on the insert, which are a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Damage consistent with impingement was also observed on the insert. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review was performed and concluded: "cup malposition in low inclination and absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with disassociation of the femoral head from the taper." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the root cause of the event was determined to be related to cup malposition. A clinical review did not indicate any evidence of a device related issue. No further investigation for this event is possible at this time. If further information such as operative reports, better quality x-rays, patient history & follow up notes become available, this investigation will be reopened.

Event description:
Hip revised due to dis-association of the head from trunnion of stem.